Event description:
Fire department personnel attached the device to a person diagnosed in cardiac arrest. Each time the operator attempted to perform an automated ECG analysis, the device allegedly displayed an inappropriate motion alarm and the analysis was inhibited. The patient's outcome was not reported.